Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a compromised force sensor system alarm and a loose drive support cap. The customer¿s blood glucose level was 209 mg/dl. No further details were given. The device will not be returned for analysis.